Event description:
The patient's vns was checked and was noted to still show 11-25%. Tablet data was received and a data decoder was reviewed. The charge consumed value indicates that the generator is still not expected to be in the 11-25% range. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported that the physician suspects premature battery depletion. The generator device history record was reviewed. The generator passed all quality control measures prior to distribution, and there were no unresolved nonconformances noted. The generator was not manufactured with the use of laser routing. Generator data was received and reviewed. It was noted that shortly after the estimated charge consumed surpassed 7.5% and the 0.5 v offset to account for beginning-of-life battery impedance was removed, the battery voltage dropped and the 25% battery remaining indicator was flagged. Based on the estimated charge consumed, the generator is not expected to be in the 11-25% battery range. The patient's settings were compared to battery longevity tables, and based on the programmed settings it is not expected that the generator would be at the 11-25% range. No additional relevant information has been received to date.

Event description:
Information was received indicating that the patient's battery status rebounded to 75-100%. Internal investigation identified that in some cases, pulse generators reach the 25% battery indicator earlier than expected, and later rebound to 75-100% without any significant programming changes. This behavior was determined to be due to an increased duration of high battery impedance during generator battery beginning-of-life. Based on the generator analysis and the information received to date, it can be concluded that the premature battery depletion was due to increased battery impedance, and there is no evidence of a device malfunction. No additional relevant information has been received to date.